Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "conversion from a failed proximal femoral nail anti-rotation to a cemented or uncemented total hip arthroplasty device: a retrospective review of 198 hips with previous intertrochanteric femur fractures" written by weiguang yu, xiulan ha, wenli chen, shuai mao, mingdong zhao, xinchao zhang, guowei han, junxing ye, meiji chen, and jintao zhuang published by bmc musculoskeletal disorders (2020) 21:791 https://doi.org/10.1186/s12891-020-03806-0 was reviewed. The article's purpose was to perform a retrospective analysis on failed pfnas (proximal femoral nail anti-rotation) converted to a uta (uncemented total hip arthroplasty) or cta (cemented total hip arthroplasty). It is noted that a depuy corail uncemented stem was utilized in the uta group utilized in conjunction with a non-depuy acetabular cup. The cta group utilized non-depuy implants. Therefore, this complaint captures the adverse events possibly associated with the stem. Data was compiled from 98 cases in uta group and 100 cases in cta group that received the conversion from march 1, 2007 to march 31, 2017. Depuy products: corail uncemented stem. Adverse events associated with stem: femoral loosening treated by revision, periprosthetic fracture treated by revision, wear treated by revision (no further information provided regarding specific implant involvement).